Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. There were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. An in-vivo insulation breach or conductor fracture was not observed during analysis. The lead was returned with non-severe explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was occurring on the right atrial (ra) lead. The right atrial (ra) lead was removed and replaced. No patient complications have been reported as a result of this event.